Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. H3 other text : the device was not removed.

Event description:
It was reported to nevro that the patient experienced poor wound healing at the ipg incision site. The incision site was cleaned out and the patient continues to use their device with effective pain relief.